Event description:
The customer contact reported a leak; subsequently, blood loss was noted. On an unspecified date, in the preoperative area, the tubing set was being used to deliver an unspecified medication via gravity. The customer contact reported that prior to priming the tubing set, the tubing of the tubing set was noted to be kinked and crimped inside the package. After an unspecified length of time, it was reported that while the pt was being transferred to the operating room, an unspecified volume of solution leaked from a crack in the tubing at an unspecified location near the backcheck valve on the tubing set. An unspecified volume of blood loss was noted and reported "a little blood." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.